Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8709, serial (B)(4), product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot (B)(4), ubd: (B)(6) 2006, (B)(4); product ID: 8709, serial/lot (B)(4), ubd: (B)(6) 2001, (B)(4). Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving baclofen at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient was seen in the office on (B)(6) 2016 for discussion and evaluation of intrathecal pump replacement. The patient needed a baclofen intrathecal pump for spasticity from spastic quadriplegic cerebral palsy. The patient's pump was replaced on (B)(6)2016. The reason for replacement was unknown. The patient presented to the hospital on (B)(6) 2018 with complaints of developing a scab over the pump area "several days ago." The scab fell off "today" and revealed the metal pump underneath. There was some tenderness in the area, no fever/chills, and drainage of the wound. The patient underwent removal of the pump from the eroded belly incision, removal of the spinal catheter from his midline lumbar wound, and debridement of his belly wound on (B)(6) 2018. The patient had an increase of muscle spasms and was more contracted. He was easily agitated and had episodes of "staring off." No further complications were reported.